Event description:
It was reported that the insulin pump had a frozen display. The caller stated that the buttons did not work and the time did not advance on the screen. The caller noted that it was possible that the insulin pump had been dropped. He stated that he had already tried to restart the insulin pump for two hours to no avail. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.